Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5068-45 implantable pacing lead 2001 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead recorded a high impedance measurement. Isometric movements and pocket manipulation did not product any abnormal changes. The lead remains in use with continued observation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.